Event description:
It was reported by service report that the fowler is out of calibration. The fowler angle is showing 17 degrees when it is flat. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bed out of calibration.